Manufacturer narrative:
The patient weight was not provided. (B)(4). Approximate age of device - 1 year, 9 months. No additional information was provided. A supplemental report will be submitted when the manufacturer''s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2014. The patient called the vad coordinator on 08/14/2016 to report high pump powers, recurrent low flow alarms and pump stoppages. While on the phone, the patient reportedly developed pain from the left jaw down the neck and into the chest. After the long ambulance ride to the hospital the patient reported feeling very uncomfortable and had a palpable pulse, a measurable blood pressure of 119-125/69-75 mmhg and a heartrate of 86 bpm. Historically, the patient had been off of anticoagulation since (B)(6) 2016 in the setting of multiple life-threatening bleeding events in the past of unspecified origin. A system controller log file was provided to the manufacturer¿s technical service representative which showed low supply voltages when connected to a power module and a sequence of pump stoppages and high pump powers. An echocardiogram showed an ejection fraction of 35% and a dobutamine infusion was started and pump thrombosis was suspected. The patient was reportedly not a candidate for a pump exchange. On (B)(6) 2016 the lvad was stopped and the patient was placed on comfort care. The patient expired on (B)(6) 2016. No additional information was provided.

Manufacturer narrative:
The pump was not returned for evaluation. Review of the submitted system controller log file confirmed the reported elevations in pump power and pump stoppages. The submitted log file contained approximately 4 hours of data ranging from (B)(6)2016 08:30 to 12:12. Sustained elevations in pump power were observed throughout the log file and the average pi value recorded appeared to remain in the lower range. Multiple low speed and pump stoppage events were captured between 09:52 and 10:02, which were associated with low speed advisory, low speed hazard, and low flow hazard alarms and sustained elevations in pump power above 10 watts. Pump power levels remained significantly high following the sequence of low speed and pump stoppage events. Based on the manufacturer¿s previous complaint experience, sustained elevations in pump power above 10 watts coupled with pump stoppages and reduced pi values could be indicative of potential device thrombosis; however, a specific cause for the abnormal parameter changes and interruptions in pump function could not be conclusively determined without a full evaluation of the device. Device thrombosis is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.